Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call on (B)(6) 2017 that they received a critical pump error. The customers blood glucose was 12mmol/l at the time. The customer noted they saw the message ¿battery error¿ on the display after swimming with the insulin pump. Customer stated they also noticed a crack at the battery compartment. During troubleshooting, the insulin pump was connected to a blood glucose meter and later displayed a ¿critical pump error.¿ the customer is using their holiday insulin pump as a backup. The customer was advised that they would be receiving a replacement pump. Customer was advised to return the broken pump for analysis.

Manufacturer narrative:
Open book/critical pump error after battery installation. The critical pump error was generated by pump error 3 per boot loader traces, problem was isolated to printed circuit board. Unable to perform functional test including self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unit was received with cracked case on the back at the battery tube area and battery tube threads. Unit was received with faded serial number label. Unit was received with minor scratched display window, case and keypad overlay texture damaged.